Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018 at 08:30am she obtained results of ¿127, 151 and 159 mg/dl¿ on the subject meter which she felt were inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medication, diet and exercise and at 12:30pm on (B)(6) 2018 she consumed less food or drink in response to the alleged issue. The patient reported that ¿three hours¿ after the issue occurred she developed symptoms of ¿nervous and shaky¿ however denied receiving any treatment. During troubleshooting the cca noted that the patient did not have control solution available to perform a control test. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.